Manufacturer narrative:
(B)(4). Vyaire medical was able to verify the customer's report of physical damage due to the ventilator being pulled into the MRI machine. The customer was contacted to assure the ventilator was at least 9 feet away from the MRI machine as recommended, the customer stated that they are aware of the distance, however, the ventilator was right next to the MRI machine. Due to the additional information provided by the customer, it was concluded that the reported issue was due to user error.

Event description:
It was reported to vyaire medical that the ventilator was sucked up by the MRI machine and the dovetail is now damaged. There was no report of any patient involvement associated with this reported event.